Event description:
It was reported that no signal could be obtained from the sensor post implant. Xray images were taken and confirmed the sensor remains at the implant location.

Manufacturer narrative:
The reported issue was investigated but could be confirmed as the root cause is inconclusive. On (B)(6) 2025, it was confirmed that a signal was successfully obtained from the sensor and it was calibrated. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.